Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. However, complaint details indicate that the patient experienced a pregnancy that was terminated 38 days prior to testing. The possibility of residual hcg cannot be ruled out as having contributed to the reported issue. Additionally, complaint details indicate that the testing was performed to rule out complications from the termination of the pregnancy. As indicated in the package insert, the mckesson consult diagnostics hcg dipstick is intended for use in the early detection of pregnancy. Complaints are tracked and trended on a monthly basis. Per the package insert: a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms. Including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. The customer did not elect to return product for investigation.

Event description:
The customer reported two false positive results when testing a patient urine sample with the mckesson consult diagnostics hcg dipstick. The patient was tested to rule out complications from the termination of a pregnancy 38 days prior. Quantitative hcg testing was performed on a blood sample with negative results. No adverse events were reported.